Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via e-mail that the customer's doctor ran a self-test which took longer than usual and the screen on the insulin pump turned black. It was also reported that the insulin pump had excessive no delivery alarms. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device will not be returned for analysis.